Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 01-dec-2014 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for contraception (lot number a78079; expiration date dec-2016). Physician reported that on (B)(6) 2013, it was determined via hsg (hysterosalpingogram) that the essure was expelled. On (B)(6) 2013 an abdominal CT (computed tomography) scan was done that also determined the essure had migrated into the omentum. Operative lap was done on (B)(6) 2013, omentumectomy and tubal. The product technical complaint investigation and final assessment were received on 09-dec-2014. The bayer reference number for the ptc report is: (B)(4). Batch number a78079 (production date dec-2012; expiration date 31-dec-2015). Final assessment: an expulsion is the movement of the device out of the fallopian tube and into the uterine cavity/cervix/vagina or out of the body) or migration (movement to the distal fallopian tube or out of the fallopian tube and into the peritoneal cavity). Probable causes for an expulsion: 1) tubal spasm, 2) inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product IFU (instruction for use), the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils). Expulsions are a known risk of the essure procedure. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Expulsion is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. 5 further ae case reports have been received to date in relation to the reported batch, of which one case refers to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and an abdominal CT (computed tomography) scan was performed and the result showed essure had migrated into the omentum. This event, interpreted as device dislocation into abdominal cavity, is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the left coil to be found in the omentum, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, this event was diagnosed about 7 months after essure insertion. It was not reported which side of essure migrated into the omentum. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Since the patient underwent an operative lap, omentumectomy and tubal, this case was regarded as incident. Additionally, non-serious event was reported: it was determined via hsg that essure expelled. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 15-apr-2015: the required number of follow-up attempts has been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an abdominal CT (computed tomography) scan was performed and the result showed essure had migrated into the omentum. This event, interpreted as device dislocation into abdominal cavity, is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the left coil to be found in the omentum, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, this event was diagnosed about 7 months after essure insertion. It was not reported which side of essure migrated into the omentum. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Since the patient underwent an operative lap, omentumectomy and tubal, this case was regarded as incident. Additionally, non-serious event was reported: it was determined via hsg that essure expelled. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.